Manufacturer narrative:
Tandem user guide: use only humalog® or novolog® u-100 insulin. Failure to do so may result in serious health consequences. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 553 mg/dl, shortness of breath and ketones identified as dangerous by a heathcare professional. Reportedly the customer experienced a heat attack. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. It is unknown when customer was released. The customer alleged the pump was not delivering boluses; however this could not be confirmed. System check with tandem technical support confirmed the pump was functioning as intended. Recommendation was made to consult with a healthcare provider regarding diabetes management.